Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/ compromised force sensor, excessive no delivery alarm and displacement test. The insulin pump had a minor scratched lcd window, cracked reservoir tube lip, reservoir tube cracked. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose at the time of the incident was 574 mg/dl. The customer states they treated for the high blood glucose with the insulin pump and manual injections. The customer did not experiencing symptoms. The customer did contact their healthcare professional and does have a backup plan. The customer requested a replacement pump. The device will not be returned for analysis.